Event description:
It was reported that, during thoracoscopic left upper lobectomy, the bleeding occurred when the tip of device touched and pressed inferior pulmonary vein. The bleeding part was applied pressure by cotton, and sutured to stop bleeding after the operation was converted to open procedure. The amount of bleeding is unknown. There was no transfusion. The patients medical history, allergy, smoking are unknown the blade tip was not broken off and no pieces fell into the patient. Gen11 was used. No further information is available.

Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: did the surgeon believe there was any device malfunction or deficiency that led to the patient injury? No, the surgeon thinks this bleeding was occurred due to usage of the device. Was the distal tip device visible by the user when activated near the inferior pulmonary vein? No. How long into the procedure did they discover the bleeding? No further information will be available. Was the device active when the tip of the device touched the pulmonary vein? Yes. What is the estimated amount of blood loss? No further information will be available. What is the patient's current status? Possibly, the patient was recovered. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.